Event description:
It was reported to boston scientific corporation that an advantage fit mesh device was implanted into the patient during a tension-free vaginal tape (tvt) procedure. According to the complainant, on (B)(6) 2020, the patient experienced chronic pelvic pain. Additional information via mhra incident report (B)(4): the patient experienced significant pain following mesh insertion which was persistent and affected the quality of her life. The mesh was then found at the level of bladder neck with palpable nodule on the right side under pubic bone. The mesh was adherent to pubic bone on the left side as well. Subsequently, the patient had surgical intervention for open abdominal and vaginal retropubic tape removal.

Manufacturer narrative:
Additional information: blocks b3, b5, block h6: patient codes and impact codes . Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of chronic pelvic pain. Impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block g3: other: mhra adverse incident report reference (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(6) adverse incident report reference (B)(4); submitted to (B)(6) (medicines and healthcare products regulatory agency) by the physician. The reported device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh device was implanted into the patient during a tension-free vaginal tape (tvt) procedure. According to the complainant, on (B)(6) 2020, the patient experienced chronic pelvic pain. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.